Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the patient was advised to follow up if further assistance was needed, as they currently did not have a charging cable or means to plug in the pump.